Manufacturer narrative:
Product ID 97754, (B)(4), implanted: explanted: product type recharger. Product ID 37751, (B)(4), implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the new recharger would only charge the ins halfway and then would stop charging and start beeping. Resetting the recharger would only work for a little while, and then the beeping recurs. Patient was issued a new recharger. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4): information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that ins recharger screen was blank with no beeping. The patient reported that they turned ins off while driving and noticed the ins battery was 'completely dead". It was reported that the insr blank screen resulted in not being able to charge ins. No patient complications have been reported because of this event.